Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. The heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. The silicone insulation was peeled away from the tip of the cold jaw support. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device were unable to perform a temperature and resistance evaluation. Based on the returned condition of the device the reported failure modes "material twisted/bent; wire¿ and analyzed failure "peeled; jaw" were confirmed but reported failure mode ¿failure to cut¿ was not confirmed. Specific actions for the reported failure "material twisted/bent; wire" and analyzed failure "peeled; jaw" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws kept separating and they were not getting a good cutting and sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws kept separating and they were not getting a good cutting and sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.